Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 830 mg/dl. The customer time and date of 911 called was friday and saturday (B)(6) 2016. Customer was admitted to hospital twice. The customer cause of 911 called was diabetic ketoacidosis. Customer was wearing the pump at the time of 911 called. The customer stated that he went to emergency room visit friday and got the blood glucose down went home. The customer stated the blood glucose went back up and went in to emergency room saturday. The customer was transfer to care link to assist.